Event description:
Customer reported difficulty in pressing the pump's quick bolus/wake button, which required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to press the button effectively and confirmed that the pump display did turn on, but the issue persisted. As a corrective action, the pump was replaced by technical support to prevent any interruptions in insulin delivery, and the customer indicated readiness to use multiple daily injection therapy as a backup. Customer was informed on how to return the malfunctioning pump using a pre-paid label, ensuring the device was set to storage mode before its return, which they acknowledged and understood.